Manufacturer narrative:
Field service engineer (fse) confirmed reported issue via simulated use testing. Fse discovered power loss in the lift. Replaced the lift and 24v power supply.

Manufacturer narrative:
Investigation in process.

Event description:
Patient was put on the table and under anesthesia. Table would not move up or down. Doctor cancelled the case.